Manufacturer narrative:
The previously reported event description erroneously omitted that the inner catheter was not recovered. The previously reported concomitant products erroneously did not include the inner catheter. The previously reported patient code erroneously omitted , embolism and , foreign body; the patient code should include, embolism and, foreign body.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, insertion failure anomaly was observed on two left ventricular leads. Neither lead was implanted; another lead was successfully implanted. It was noted that the inner catheter was not recovered.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, insertion failure anomaly was observed on two left ventricular leads. Neither lead was implanted; another lead was successfully implanted. No adverse patient consequences were noted.

Manufacturer narrative:
Correction: please retract this report MDR 2017865-2017-35810, as it was not required since the catheter was not left in the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.